Manufacturer narrative:
Integra has completed their internal investigation on 09/15/2015. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: products were returned for evaluation. Alignment jig meets the inspection requirements . A review of the design specifications and design changes was performed. No significant design change on dimensions linked to the assembly. A review of the device history record found no anomalies during the manufacturing period of (B)(4). The manufacturing lot is e1ly and it has been manufactured in march 2006. No anomaly was found regarding this incident. A review of the complaint system was performed. This is the third incident reported about a misalignment of panta nail with calcaneus screws for the past two years. The complaint rate for this kind of incident (confirmed incidents only) during the stated time period is (B)(4) percent. Conclusion: given the description of the event and the observations made during the investigation, the root cause of misalignment cannot be determined. Incident was not reproduced, no anomaly was fond on quality records.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
This is the second of 2 reports related to the same event. It was reported the calcaneal screws missed going inside the nail in the calcaneus. This was identified when the surgeon took final x-rays. The surgeon removed the entire nail and all screws and started over. The calcaneal screws went into the nail with a few more attempts. The surgery was delayed for 1 hour. It was reported there was no patient injury.